Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged minimum fill notification issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 160 units of insulin during the load sequence. Reportedly, a supply change was performed and insulin delivery was resumed. The customer's blood glucose level was 300-350 mg/dl.